Event description:
Customer's mother reported hospitalization due to low blood glucose. The paramedics were called, customer was in a coma, paramedics had to break the door. Transported to hospital by paramedics. The blood glucose reading at the hospital was 200 mg/dl. Hospitalized for seven days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.